Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1882.troubleshooting was not performed. "Customer reported critical pump error or open book image error." No harm requiring medical intervention was reported. Product return required for mmt-1882. It is unknown whether product will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No¿critical pump error (open book image) alarm¿noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current test. Pump did not pass the self-test due to a pump error 75 occurring during testing on (B)(6) 2025 and sleep current measurement test due to high currents. Successfully downloaded history files and traces using thump.¿pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on the pcba 1, pcba 2, lcd assembly, lcd flex tail, keypad flex connector and force sensor.¿pump error 75 was found in adapt on (B)(6) 2024 18:15:08.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection:¿pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (stained) and corroded battery tube. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm¿not confirmed. Pump error 75 was confirmed due to moisture damage. No current code/category was confirmed due to high currents. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.